Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system failed the a/c disconnect test. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) observed the following on the system: a/c disconnect test=pumps and monitors immediately power off and the red battery status light goes on. Measured battery voltage=27.3 vdc without load; drops to 5vdc under load. Verified battery charger output=27.87vdc. Battery charge indicator also functioning properly. The fsr discussed issue with customer, as they are not connecting the system to a/c and powering on unless they're doing a case. The fsr left the unit connected to a/c and powered on to charge overnight. The fsr will check battery status the next day. The fsr returned to the customer site and charging batteries overnight did not resolve the problem. The fsr replaced the batteries and the unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.